Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received an alarm. They said that their pump froze after they changed their battery. The customer¿s blood glucose was unknown. During troubleshooting, the customer said that the alarm did not occur while trying to change their settings but that it did occur after changing their battery. They said that they had a low battery alert that they had not cleared before they changed the battery. The customer was advised to disconnect from the pump and to clear all alarms before changing their battery. The pump will not be returning for analysis.